Event description:
The customer reported the ventilator went into vent inop. Vent inop, when in use, will stop providing ventilatory support to the patient. The customer did not know if the ventilator was in use at the time of the reported event, however did report no patient harm.